Event description:
During an av node ablation, the permanent medtronic pacemaker demonstrated failure to sense the ventricle. This condition could not be electronically noninvasively reset despite discussion with two different representatives from medtronic technical. The medtronic device was removed and replaced with similar device.